Manufacturer narrative:
Description of event: as reported, during a case using a 6fr flexor high-flex ansel guiding sheath, there was difficulty gaining access and the sheath broke during the difficult subsequent removal. At the end of the procedure, it was suggested to use the dilator for additional support. There was difficulty noted during the removal of the sheath. While pulling the outer covering of the sheath, it broke exposing the inner support wiring of the sheath. Since the dilator was in place, it prevented any fracturing or loss of product from being left in the patient. The sheath and dilator were removed as a unit. Additional information was received 06oct2021. The procedure being performed at the time of the event was a percutaneous transluminal angioplasty and atherectomy. The access site was heavily scarred due to a history of a femoral-popliteal bypass procedure. All ancillary products recommended use of a 6-french sheath. Both the dilator and an unknown wire were in the lumen of the sheath at the time of the event. Another manufacturer's closure device was used to close the arteriotomy, and the two hour-long procedure was successful. The patient was discharged to home the same day. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One flexor high-flex ansel guiding sheath was received in a used and damaged condition. The sheath broke/partial separation exposing the inner coil 17.5 cm from the white cap on the proximal end of the sheath. The failure was confirmed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ instructions for use: sheath removal: ¿2. Remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that an adverse event related to the procedure contributed to this event. It is possible atherectomy device damaged the sheath during the procedure, but this cannot be confirmed. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 06oct2021. The procedure being performed at the time of the event was a percutaneous transluminal angioplasty and atherectomy. The access site was heavily scarred due to a history of a femoral-popliteal bypass procedure. All ancillary products recommended use of a 6-french sheath. Both the dilator and an unknown wire were in the lumen of the sheath at the time of the event. Another manufacturer's closure device was used to close the arteriotomy, and the two hour-long procedure was successful. The patient was discharged to home the same day.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a case using a 6fr flexor high-flex ansel guiding sheath, there was difficulty gaining access and the sheath broke during the difficult subsequent removal. At the end of the procedure, it was suggested to use the dilator for additional support. There was difficulty noted during the removal of the sheath. While pulling the outer covering of the sheath, it broke exposing the inner support wiring of the sheath. Since the dilator was in place, it prevented any fracturing or loss of product from being left in the patient. The sheath and dilator were removed as a unit. No unintended section of the device remained inside of the patient's body. No adverse effects have been reported due to the alleged malfunction.